Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 80 events were reported for this quarter. Product return status: 11 devices were received. 69 devices were evaluated based on historical data analysis. Additional information: 80 devices were not labeled for single-use. 80 devices were not reprocessed or reused.

Event description:
This report summarizes 80 malfunction events in which the device reportedly overheated. - 62 events had no patient involvement; no patient impact. - 15 events had patient involvement; no patient impact. - 3 events had insufficient information received.